Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak at the past both o-rings. The customer¿s blood glucose was 150 mg/dl at the time of incident. The customer also report that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor error. Customer reports they were able to clear the alarm able to rewind the insulin pump. The customer also state that the customer performed the displacement test and able to passed the test. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43, insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. After further examination of the devices interior, there were no signs of previous moisture presence and corrosion on any of the boards or assemblies inside the unit. (B)(4).